Event description:
There was an allegation of questionable sodium electrode results from the cobas c 303 analytical unit for four patients. Patient 1's initial result was: 141 mmol/l, and the repeat result was 131 mmol/l. Patient 2's initial result was: 150 mmol/l. The repeat result on (B)(6) 2026 was 139 mmol/l. Patient 3's initial result was: 162 mmol/l. The repeat result on (B)(6) 2026 was 204 mmol/l. Patient 4's initial result was: 173 mmol/l. The sample was repeated four times on (B)(6) 2026 and the results were 244 mmol/l, 258 mmol/l, 260.6 mmol/l, and 285 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is fdp21, and the expiration date is 20-sep-2026. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) identified several issues. There was improper fluidic pressure and voltage calibration. The fse also found that the low voltage and misaligned water inlet pressures caused inconsistent sample/reagent delivery and inadequate cleaning of the ise flow path. The fse completed a pressure and voltage calibration, and the water inlet pressure was precisely adjusted to match specifications. The fse also adjusted the wash water dispensing volumes at the washing stations and recalibrated detergent consumption. A precision study was completed successfully, and the analyzer functioned without further issues. The investigation determined that the service action resolved the issue.